Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor, after 5-days of wear. He further reported that for two days he was ¿unable to eat or drink anything, couldn¿t sleep and lost (his) memory during those days¿. He further reported that he was unable to remember much of what happened. On january 15, 2019 customer was hospitalized and treated with ¿animela¿ and two other medications that he cannot recall the names of. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor, after 5-days of wear. He further reported that for two days he was ¿unable to eat or drink anything, couldn¿t sleep and lost (his) memory during those days¿. He further reported that he was unable to remember much of what happened. On (B)(6) 2019 customer was hospitalized and treated with ¿animela¿ and two other medications that he cannot recall the names of. There was no report of death or permanent injury associated with this event.